Event description:
A pt reported blood glucose results of "180, 125, 116 and 157 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution is being replaced.